Manufacturer narrative:
Results - only one lead was returned to the MFR for eval. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2011-01878. The pt received his scs system including two percutaneous lead on (B)(6) 2011. It was reported the pt received ineffective stimulation coverage. The physician decided to explant the pt's entire system on (B)(6) 2011. The facility returned only one of the pt's leads; the remainder of the scs system was discarded by the facility. No further info was available.